Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 700 mg/dl. The patient reports receiving a communication error on their controller while activating 4 previously reported pods. The patient reports the communication errors remained after a hard reset was performed. The patients treatment at the hospital was not able to be provided. The patient was released from the hospital after 24 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The returned device was evaluated and the case description states that the user can not activate new pods. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the audit log file shows that the user was able to successfully activate a new pod with no issues on (B)(6) 2024. This pod remained active for the duration of the log files and was shown to not be deactivated at any time. When a pod is active, the system does not allow activation of any new pods. No problems were seen in the log files that would prevent the user from activating new pods. The system was found to act as intended.